Event description:
Talent and non mdt stent grafts were implanted in the endovascular repair of thoracic aortic pathologies. The following malfunctions were reported; type ia , type ib endoleak, type iii endoleak the following serious injuries were reported; type a dissection, fistula, aneurysm enlargement and re-intervention

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; aortic neck dilatation following thoracic endovascular aortic repair yau p, lipsitz ec, friedmann p, indes j, aldailami h annals of vascular surgery. 2021 oct;76:104-113. Doi: 10.1016/j.avsg.2021.05.001. If information is provided in the future, a supplemental report will be issued.